Manufacturer narrative:
The reagent lot number is 79645601 with an expiration date of 31-jul-2025. The calibration and qc were acceptable. The alarm trace showed multiple sample-short alarms, which are indicative of poor sample quality. The field service representative found salt build-up on the sonic wash station. He cleaned and adjusted the sample probe, performed air purges, and a sample wash. He performed tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient on a cobas c 503 analytical unit. The initial result was 251 mg/dl. The patient was tested using a point of care meter (type of meter was not provided) and the result was 161 mg/dl. The sample was tested on another module and the result was 172 mg/dl. The sample was repeated on the same module as the initial result and the result was 168 mg/dl. This result was believed to be correct. The questionable result was not reported outside the laboratory. The sample was repeated because the initial result was different than the result from the point of care meter.